Event description:
It was reported that st-segment elevation myocardial infarction and acute stent thrombosis occurred and the patient died. In (B)(6) 2020, the patient was treated for coronary artery disease for lesions in the proximal left anterior descending (lad) and circumflex (cx) arteries. A 3.00 x 38 synergy drug-eluting stent was implanted in the proximal lad and a 3.00 x 24 synergy drug-eluting stent was implanted in the mid cx. Both stents were post dilated under fluoro - no ivus. The procedure was considered successful and no patient complications were reported. On the following day, the patient was discharged with dual antiplatelet therapy of aspirin and clopidogrel. Two days post procedure, the patient suffered an out of hospital arrest with st-segment elevation myocardial infarction (stemi) and was admitted to the hospital in cardiogenic shock and was taken to the cath laboratory. The angiogram demonstrated acute stent thrombosis in both synergy stents that was implanted 2 days prior. Balloon angioplasty was performed on both stents; however, one vessel would perfuse with coronary flow and then would thrombose again. On the same day, the patient died. It was unknown if autopsy was performed.